Event description:
Customer reported having issues with high blood glucose. Customer thinks the bolus wizard was not working properly. Blood glucose reading was 393 mg/dl. Customer was unable to program the bolus in the insulin pump. The numbers only went up to 300 and then went back to zero. Customer was currently on antibiotics and is the reason for highs. Customer's leg was amputated so she is currently in rehab for her prosthetic. The device was set up to mmol/l and was changed to mg/dl. Customer was able to go up to the number and treated for high. Customer declined further troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.